Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a foreign object on the cover glass. The issue was identified during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, foreign material was found on the scope cover glass. However, component analysis of the foreign material could not be identified. The root cause could not be identified. According to the investigation, the user conducting reprocessing in accordance with IFU or not was unknown from the provided information. Therefore, the investigation could not identify the foreign material remaining in the device. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in sif-q260 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in sif-q260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.